Event description:
It was reported that when using the bd pyxis¿ es server, there was a server upgrade, and patients were not being seen at the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that there was a high frequency of patients not being seen at the medstation since the server upgrade to version 1.11 last week, due to various occurrences. A technical support specialist received the case and found that med es server messages were not processing due to a concurrent error. The specialist worked with the customer to resolve the issue with assistance from ie, se, and pse teams. Patient data was successfully updated and became current. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, there was a server upgrade, and patients were not being seen at the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.